Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer may have had stomach virus. The blood glucose reading was 540 mg/dl. Troubleshooting was performed. The mother stated that the customer changes the infusion set every three days. The programming on the insulin pump was correct. Ran a fixed prime and the insulin exited. The mother requested a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.